Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual analysis noted that helix was stretched out of specification, elongated helix is consistent with having occurred during implant procedure. Further analysis performed found no anomaly. A review of the device history record (DHR) confirmed no issues were identified related to the reported events. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
During attempted implant, the helix of the device was observed to be stretched. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.